Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn material.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on (B)(6) 2025. During the procedure, the balloon was torn when the pressure was increased up to 4.5 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of a balloon torn material. Block h11: investigation results the returned cre pro gi wireguided dilatation balloon was analyzed, and visual inspection found that the catheter was kinked and stretched. Functional and microscopic inspection was performed, the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 60 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon torn material was not confirmed. The analysis on the returned device found that the balloon had a pinhole located approximately at 60 mm from the tip of the device. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous the procedure, could have caused the problem found on the distal section of the balloon. In addition, the device returned with the catheter kinked and stretched. It is possible that the damages found on the device occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the defect found. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in a procedure performed on (B)(6) 2025. During the procedure, the balloon was torn when the pressure was increased up to 4.5 atm. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.